Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015; upon removal of the sensor pod from the patient's body the sensor wire broke and remaining in their skin. Patient stated that she removed the sensor wire with tweezers. No additional event or patient information is available.